Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted. The contact was unable to clear the alarm. The customer has reverted to manual injections for diabetes management.